Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the customer experience of cuff miss is confirmed. An anterior cuff miss occurred; the anterior cuff remained in the pocket. However, during testing, the anterior cuff captured the needle when a proxy plunger was inserted. No manufacturing issue was detected and we were unable to determine the root cause for the reported event based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report. The perclose proglide device #1, lot #62034-6h, indicated is being filed under a medwatch MFR number 2953144-2008-00265.

Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, the needle did not catch the suture and a cuff miss occurred. The device was removed and a second proglide device was attempted with the same results. Hemostasis was achieved with manual compression. There were no adverse patient effects. Though requested, no additional information was available.